Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot/serial identification are necessary for review of device history records, neither were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device was leaking. The event timing was during surgery. There was no harm reported. There were a few minutes of delay, and another device was used to complete procedure. Due diligence is complete and there is no additional information available.